Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed an update on the e-200 generator to resolve the issue with monopolar energy recognition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system failed to recognize the monopolar energy cable. The problem persisted despite attempts to resolve the issue by using a different cable, a different instrument, a different energy port, and restarting the system. The procedure was aborted post-anesthesia administration and port placement. The patient tolerated the aborted procedure and did not experience any complications or injuries. The patient is scheduled for reoperation with the surgeon in 10 days.